Event description:
It was reported that upon insertion of the crystalens (at50ao) into the patient's right eye, the haptic broke at the haptic optic junction. The incision was enlarged to remove the lens, and a backup lens was implanted successfully. Sutures were placed as part of standard protocol. The ci-28b was used as the delivery device. The patient's current prognosis was reported as good. Please reference MDR#: 2031924-2012-00025 for the delivery device.

Manufacturer narrative:
The lens was returned to b + l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.